Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) recorded signal artifact monitor episodes and exhibited oversensing due to electromagnetic interference (emi) while using a magnet during surgery. Technical services was consulted and confirmed the episodes during a post-surgery check and noted chronic atrial fibrillation appeared on the presenting electrogram. No adverse patient effects were reported. This crt-d remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.